Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2, -06.00 diopter, implantable collamer lens was implanted, removed, and replaced with a shorter length lens intraoperatively on (B)(6) 2022 from patient's left eye (os) due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.